Event description:
It is reported that the device was implanted in 2005 and was revised in 2008, due to the patella shearing at the peg/patella interface on all three pegs.

Manufacturer narrative:
Evaluation summary: no product and x-rays were returned for evaluation. The complaint alleges that the patient leads an active lifestyle working in a dirt business. Based on the available information a definitive cause can not be determined. Other - no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.